Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was no power to the device. A field service engineer pressed the power button on the device to turn it on, but the station and server were not communicating. The station was functioning, but there were several communication issues. After checking the inventory, the engineer found everything was successful. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis ciisafe had black screen with no power and not syncing with the server. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.